Manufacturer narrative:
Medical center refused to return the device for evaluation, due to potential future legal concerns. Medical center did provide pictures of the device and the wiring. See attached pictures. Medical center did not provide pictures of the black spot created on the sheet. Chattanooga group cannot determine a root cause due to the device not being available for evaluation.

Event description:
Device power cord insulation was pulled back too far which allowed for an electrical short. The electrical short sparked which created a small black mark on the bed sheet. The black mark measured less than 3mm in diameter. There was no resultant patient injury.